Event description:
(B)(4). Migraines, constant headaches, unexplained back pain, stiffness of joints, cramps, muscle pain, muscle weakness, confusion, difficulty thinking, word search/name block, forgetfulness, depressions, irritability, anxiety, panic attacks, light sensitivity, blurry vision, vertigo, off balance, lightheaded, tingling, extreme fatigue, tired, poor stamina, insomnia, early waking, excessive night time sleep, napping, menstrual irregularity, loss of libido, nausea, constipation/diarrhea, abdominal cramps, sore ribs, chest wall pain, dental pain, metallic taste, low iron, allergy to almonds, adrenal problems.